Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The nail extractor was received with the distal threaded tip of the device stripped. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant features are significantly deformed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trochanteric fixation nail advanced extractor was noticed to be stripped during proximal femoral nailing system (tfn-advanced) removal surgery on (B)(6) 2019. There was no surgical delay. The action taken was to pull another tfna set to get a nail extractor. Procedure was successfully completed. No patient consequences. This report captures the device that was damaged during the tfna removal procedure while related complaint (B)(4) captures the trochanteric fixation nail advanced that was removed due to non-union this report is for one (1) nail extractor. This is report 1 of 1 for complaint (B)(4).